Event description:
It was reported that the patient presented in the electrophysiology (ep) lab for left ventricular (lv) lead revision due to lead dislodgement. The dislodgement was verified under fluoroscopy. The lv lead failed to capture. The lv lead was repositioned on (B)(6) 2024. The patient left the ep lab in stable condition. The patient presented for a follow-up visit in the clinic on (B)(6) 2024. Upon interrogation, it was noted that the lv lead failed to capture, and fluoroscopy revealed that the lv lead had dislodged. The lv lead was explanted and replaced. The patient remained stable before, during, and after the procedure.